Manufacturer narrative:
On 07/11/2017 zoll manufacturing became aware of errors in date of this report and date received by manufacturer of this report. Our investigation found the errors in dates were a result of internal error which resulted in a duplicate MDR number being manually entered on this report in the e-submitter tool. The duplicate number was discovered when filing the hardcopy report in our MDR files. As such, this supplemental report is to correct two dates that were recorded in error in the initial report: (date of this report) was initially reported as "06/05/2017". The corrected date should have been "07/05/2017" in the initial report. (Date received by manufacturer) was initially reported as "06/05/2017". The corrected date should have been "05/05/2017" in the initial report.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event on (B)(6) 2017. Motion artifact contributed to the false detection. The response buttons were pressed after the treatment event. There is no alleged deficiency. There is no indication of medical intervention. The patient continues to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation events. There is no information to suggest the patient sustained a serious injury. Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (death) was confirmed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Monitor sn (B)(4) has not yet been recovered from the field. Based on the downloaded software flags, there is no indication the equipment caused or contributed to the inappropriate treatment. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was motion artifact. The source of the motion artifact could not be positively identified through the cause and effect analysis. The following factors could not be ruled out as contributing causes of the motion artifact: body motion, poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event on (B)(6) 2017. Motion artifact contributed to the false detection. The response buttons were pressed after the treatment event. There is no alleged deficiency. There is no indication of medical intervention. The patient continues to wear the lifevest.